Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, loss of atrial capture was noted. The lead was explanted on (B)(6) 2018. During the explant procedure, a white substance on the helix was noted, which was suspected to be a steroid plug. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.